Event description:
A physician reported a pt who was administered a skin test in the left forearm on 25 march 1999. The procedure was without event. On or about 1 april 1999, the physician noted a 1.5 cm by 1.2 cm red nodule and some scaling at the test site. On 27 april 1999, the symptoms remained, and the physician injected the site with cortisone. The physician diagnosed a hypersensitivity.